Event description:
It was reported that the pt's parents complained about their child not responding to sound as before. Testing results were satisfactory until (B)(6) 2010. After that, the impedance of the basal 3 channels started to increase and to fluctuate. The recent testing shows 9 electrode channels in status hi, and the ground path impedance not being measurable.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.